Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) recently post-implant. Possible causes discussed were air in superior pocket, unintended loosened setscrew, seal plug damage, or true atrial fibrillation (af). The device was reprogrammed to primary and the plan is to continue monitoring. No adverse patient effects were reported.